Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm during normal use. Customer's blood glucose level was unknown. Customer reported that temp basal was not programmed before the unexpected restart alarm. The customer reported that the alarm did not occurred shortly after insertion of new battery. Customer will return insulin pump for analysis.

Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected restart error alarm or general alarms after change battery noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, stained address/serial number label and stained end cap sticker.